Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant both the right atrial (ra) lead and the right ventricular (rv) lead had pulled back, dislodged and were not functioning. Both leads were revised and remain in use. No patient complications have been reported as a result of this event.